Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that the retainer ring was cracked. Customer stated that the reservoir was not able to lock in place. Customer stated that the reservoir and infusion set had air bubbles. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.